Manufacturer narrative:
(B)(4). Concomitant medical products: unk tm humeral liner. Unk tm glenosphere. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04646, 0001822565-2019-04647. Product remains implanted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty. Subsequently, the patient may undergo a revision due to malposition of glenosphere and dislocation. No revision has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Event description:
No further event information available at the time of this report.